Event description:
On (B)(6) 2013, it was reported that this patient was experiencing increased dizziness and shortness of breath. The dizziness began one month prior and the dyspnea began 2-3 weeks prior. There were no recent changes in the patient¿s medicine. The patient had recently experienced losses in her personal life. It was stated that also the magnet did not seem to help and that it used to stop the stimulation. It is unknown if the events were occurring with stimulation as the patient could not perceive stimulation. The patient had not previously experienced dyspnea to this extent. No interventions had been taken or planned. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received stating that the vns patient was no longer experiencing dizziness and shortness of breath since june 2013. The device was interrogated and reported to be functioning properly. It was determined that the patient¿s dizziness and shortness of breath were secondary to her medications. The psychiatrist adjusted the medications and resolved the patient¿s symptoms. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received with device settings from (B)(4) 2013.